Event description:
It was reported that a pt left the operating room with unintended settings after being implanted with vns therapy. The pt was implanted with vns on (B)(6) 2006 and settings were 0 30 500 30 180 0 500 60. The next visit was on (B)(6) 2006 and settings were found to be at 1 20 500 30 60 1 500 30 upon initial interrogation. The event was correlated with a faulted system diagnostics and was corrected at the office visit of (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history.